Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a shaft fracture occurred. The physician noted the 12mm x 2.50mm apex balloon catheter shaft had separated from the balloon tip. The procedure was completed with another 12mm x 2.50mm apex balloon catheter. No patient complications were reported and the patient's status was ok.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a shaft fracture occurred. The physician noted the 12mm x 2.50mm apex balloon catheter shaft had separated from the balloon tip. The procedure was completed with another 12mm x 2.50mm apex balloon catheter. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the device was received in two sections. A break was identified in the midshaft at the port site. Microscopic examination of the break site found the midshaft extrusion had been twisted/rotated. The balloon was not refolded. No issues existed with the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).